Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of occlusion and high readings on the reservoir. The customer's blood glucose reading was 400 mg/dl. The customer stated that the pump alarmed no delivery and motor error. The customer reported event to be resolved by complete set change. The product was not returned for analysis.